Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart control stent ¿jumped¿ when it was deployed; there was difficulty encountered while advancing/tracking the sds towards and crossing the lesion. Another smart control stent was deployed and the procedure was completed successfully. There was no patient injury. The target lesion is the common iliac artery which is heavily calcified with 100 % stenosis of the target lesion and no vessel tortuous. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). Nothing unusual was noted about the stent delivery system prior to use. No unusual force was used at any time during the procedure. The target lesion vessel diameter is 11mm. The diameter of the unconstrained stent size was -2 mm larger than the vessel diameter. The target lesion vessel length is 3.5 mm. The stent delivery system (sds) did not pass through an acute bends. The delivery of the sds to the lesion was ipsilateral. The lesion was pre-dilated prior to stent implantation using a 4mm balloon catheter to ten atmosphere (10 atm) with stenosis of 90%. The sds passed through a previously placed stent. The stent expand fully with good wall apposition. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient.  The user think that the event was related to the stent and the lesion. No other information was provided.

Manufacturer narrative:
It was reported that the smart control stent ¿jumped¿ when it was deployed; there was difficulty encountered while advancing/tracking the stent delivery system (sds) towards and crossing the lesion. Another smart control stent was deployed and the procedure was completed successfully. There was no patient injury. The target lesion was the common iliac artery which was heavily calcified with 100 % stenosis of the target lesion and no vessel tortuous. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). Nothing unusual was noted about the stent delivery system prior to use. No unusual force was used at any time during the procedure. The target lesion vessel diameter is 11 mm. The diameter of the unconstrained stent size was 2 mm larger than the vessel diameter. The target lesion vessel length is 3.5 mm. The sds did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. The lesion was pre-dilated prior to stent implantation using a 4 mm balloon catheter to ten atmosphere (10 atm) with stenosis of 90%. The sds passed through a previously placed stent. The stent expanded fully with good wall apposition. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient. The user feels that the event was related to the stent and the lesion. No other information was provided. A non-sterile unit of smart control 12x40 120 was received inside of a plastic bag. The device was received already deployed. The stent was not received. No anomalies or damages were observed on the received unit. Deployment/retraction process was performed without any difficulty. This confirmed that the device deployment mechanism was working correctly and dimensions analysis were found within dimensional requirements. The exact cause of the reported events could not be conclusively determined. However, neither the DHR review nor the product analysis suggests that those events are related to the manufacturing process. Therefore, no actions will be taken at this time. The failures ¿stent delivery system (sds )/ tracking difficulty - through another stent" and ¿stent delivery system (sds )/ deployment difficulty - inaccurate placement" reported by the customer was not confirmed by analysis of the returned device as the device was received deployed. Additionally, the deployment/retraction process was performed without any difficulty during analysis. Vessel characteristics of calcification may have contributed to the reported event. It is also possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The exact cause of the reported event could not be confirmed. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.